Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an open bowel resection procedure on the 4th firing the reload locked out. The reverse button was used to remove the device. Upon inspection it was noticed that the reload was missing the sled (staple driver sled). The procedure was completed using a like device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation: the analysis results showed that one gst60b reload was received with the one piece sled detached and unfired making it nonfunctional. Although no conclusion could be reached on why the one piece sled is detached, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.